Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) episodes. As a result, the minute ventilation (mv) feature was disabled. Boston scientific technical services (ts) was consulted and upon review, it was discussed the episodes were suspected to be a result of electromagnetic interference (emi) oversensing. Programming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.